Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with loss of best corrected visual acuity in the left eye post contoura treatment. Additional information was received and reported blurry vision and post operative best corrected visual acuity was greater than two lines and surgeon completed post operative eye enhancement.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Latest preventive maintenance performed, where it was confirmed by fse (field service engineer) that device meets specifications as per sir (service installation record). Log files for the treatment day have been requested but not provided therefore log file review cannot be performed. Based on the provided treatment report it can be concluded that left eye was treated with eyetracker turned off, and a decentered ablation occurred. Acb (anterior chamber bubbles) are clearly visible in the pictures from treatment report, as well as the patient not focusing during treatment. The position of the pupil confirms this. When it occurs, during or after flap creation, many small bubbles coalesced and create larger bubbles that migrate through the posterior stroma and endothelium without being absorbed by endothelial pump, and these bubbles appeared in the anterior chamber. Usually happens with big flap diameter on small corneal diameter. Not of concern, treatment is delayed by several minutes to several hours while waiting for the bubbles to fully dissipate. Users are always reminded and trained that we do not recommend turning off eyetracker and against performing surgery with bubbles present. The root cause for the reported event can be concluded as user error, as user did not follow written instructions. User should have waited for bubbles to dissipate and proceed with ablation afterwards. The root cause could be determined as user error. The manufacturer internal reference number is: (B)(4).